Manufacturer narrative:
According to the facility on 10/16, during set up and after trays were on the table (one being a "one of a kind" tray, meaning they only have 1 in the hospital). The bag from the bag from the pack filled with the blades, etc was emptied onto the table and at that time a hair was found. The surgeon was notified who then decided to cancel the case. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the facility on 10/16, during set up and after trays were on the table (one being a "one of a kind" tray, meaning they only have 1 in the hospital).